Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to their device alerting. There was intermittent oversensing and noise observed on the right ventricular (rv) lead. The therapies were turned off, and the lead remains in use. The patient will be monitored remotely. No patient complications have been reported as a result of this event.